Manufacturer narrative:
The customer reported leaking where the needle and syringe is bonded, and returned 23 samples of material my8060, lot 24075166. Of the 23 samples, 22 were unopened and one was opened and used. The samples were tested in vernon hills, but no leak was replicated. The samples were forwarded to the texium facility in sandy, ut. Although we could not confirm the reported failure, a trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: my8060. Batch#:24075166. It was reported by customer that the leakage where the needle and syringe is bonded and they can hear air. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint: (B)(6). Issue: leakage where the needle and syringe is bonded and they can hear air. Pt harm: no. Samples: yes, please send sample return kit customer is requesting one case/box to be replaced please submit a request.